Event description:
A remstar auto a-flex device was returned to a third-party service center with no initial alleged complaint. During the evaluation of the device, the service technician found burnt power connector. Additionally, the service technician also found no evidence of foam degradation. Lastly, the device was repaired.